Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient was administered local anesthetic prior to surgery, (B)(6) 2013, to excise skin overgrowth around the abutment. This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013. During the procedure, the abutment was replaced with a longer model. Additional information has been requested, but has not been received as of the date of this report, (B)(6) 2013. The implanted device remains.